Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has unresponsive buttons. Reporter is on holidays in spain and lives in czech republic. Reporter contacted medtronic through e-mail at a later time and stated that the insulin pump is functioning properly and the up button has to be pushed hard to use. Advised to call back if problem occurs again. Nothing further reported.